Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was unable to deliver defibrillation energy. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was replaced under warranty and returned to product analysis center (pac) for further evaluation. The pac technician confirmed the initial reported issue and also observed that the device would not deliver defibrillation energy. It was found that the white energy capacitor wire was disconnected from the j18 spade connector. The capacitor wire was reconnected to resolve the issue. The root cause of the issues was the disconnected connector. The device was archived by stryker.